Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose event. Customer's blood glucose declined to 27 mg/dl, requiring the paramedics to be called. The customer stated they were treated with glucose for their blood glucose. The customer stated they declined to be transported to a hospital. The insulin pump will not be returned for analysis.